Manufacturer narrative:
One impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) was returned for investigation. No damage identified or signs of malfunction that would contribute to the event. The device could not be functionally tested for the reported failure (pain). Pre-existing condition noted on the per was unknown bone density. The reported device had been placed on tooth #6 for approximately 1.5 years. X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot number (1234615) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Products was conforming at the time it left zimvie. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (op150). Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot number (1234615) for similar events and no other complaint was identified. Feb post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were non-verifiable. The following sections have been updated: h3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the implant in site 6 was removed due to bone fracture. Noted implant was placed in function with an overdenture on (B)(6) 2022 and still in place until (B)(6) 2022. Patient came back to office with pain and movement. We decided to remove the implant #6. It came out with bone in the 2/3 occlusal portion. Diagnoses (dx) : bone fracture. Also noted pain and inflammation with no further impact to patient. No medical history provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k011028, k013227.